Event description:
The lay user / patient contacted animas on (B)(6) 2012, alleging a delay in response with the down arrow button. The patient mentioned that they noticed the issue with the buttons for the past 1-2 weeks. The patient denied any misuse of the product and denied any moisture in the pump. Product was replaced. There is no evidence that the product contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved via troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. During investigation, evidence of contamination was found under all key contacts.